Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior and creases flat. Leak test and microscopic analysis was performed which identified: striated broken on plug strap and sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A striated broken on plug strap assessed as surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of possible capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:possible capsular contracture.

Event description:
Patient reported left side possible capsular contracture baker grade unknown. Device remains implanted.